Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. An inability to download data from the controller/pump to the monitor may result in no or inappropriate actions taken in response to alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that upon interrogation of the ventricular assist device (vad) in the clinic, it was noted that the patient's back up controller had a "broken" data port, and the rubber cover was no longer present. The patient denied any overt damage to the controller. The backup controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation and it was reported that the serial port of the controller was "broken". Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned device failed visual inspection and functional testing due to a broken serial port center block. This resulted in an inability to adequately establish a connection to a serial data cable or alarm adapter. The most likely root cause of the reported event can be attributed to a forced connection to the serial port, which caused the center block to shift inwards. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.